Event description:
It was reported that this right ventricular (rv) lead triggered two lead safety switches (lss) due to intermittently high out-of-range pace impedance measurements greater than 2000 ohms. After the first lss, there were multiple stored episodes due noise with oversensing and pacing inhibition due to unipolar pacing, however it was noted that the intrinsic rhythm was observed throughout the episode. There were no obvious signs of an rv lead issue, and full testing in bipolar was recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).